Event description:
Fill volume: 550 ml flow rate: 5 ml/hr procedure: acl repair cathplace: nerve block infusion start time: (B)(6) 2021 10:00am infusion stop time: (B)(6) 2021 09:00am. It was reported that the device "delivered in 48 hours when they usually last minimum 3 days (depending on bolus usage), they over fill the pump to the 550ml maximum. No adverse reaction to patient and they noted that their pain was minimal, so pump was definitely working just delivered too fast. The patient went home with the pump day of surgery (acl repair) and has removed catheter and discarded the pump."

Manufacturer narrative:
The device history record for lot 30029070 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 03 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 04-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.